Event description:
It was reported that the return of the suspect product is not expected. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected pre-operatively through system diagnostics prior to a generator replacement for low battery. The generator was replaced that day, but not the lead. High impedance was detected on the new generator. The lead was replaced approximately two weeks later and the high impedance resolved. No further relevant information has been received to date. The suspect product has not been received to date.